Event description:
Related manufacturer report number:3006705815-2023-01033. It was reported that the patient was experiencing inadequate therapy from their scs leads. Patient was explanted on (B)(6) 2023.

Manufacturer narrative:
Event date is estimated. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.